Manufacturer narrative:
Product event summary: analysis confirmed the reported event; touchscreen found out of specifications. Analysis also found the upper case was cracked and the mpu (micro processor unit) board spacer and cable bay latch were broken. The left and right bullets assembly and the company logo button were missing. It was noted error was found in the programmer software history.

Event description:
It was reported the touch screen failed; calibration of touch screen not possible. The programmer was returned for service. There was no patient involvement.